Manufacturer narrative:
Our quality engineer inspected the photos and sample submitted for evaluation. The reported issue of catheter broke/ separated after placement was confirmed upon inspection of the sample. Analysis of the sample showed that the catheter tubing was broken into half of its normal length. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The in house outgoing catheter adapter pull test could not replicate the returned sample condition. The possible cause of the catheter tubing break could be the patient behavior or user. However, as it is not possible to confirm how the product was being handled, a definitive root cause cannot be determined.

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of catheter broke/ separated was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 22 ga x 1 in single port catheter broke/separated after placement. It was reported that the nexiva fell out while in place, and upon closer inspection, customer realized that the tip was short. Additional information: a 38-year-old male with severe disabilities who is unable to speak. Nexiva was placed near his left wrist. He sometimes becomes violent, so he was wearing mittens on both hands, but the left mitten came off and nexiva fell out. The other routes were secured with tape and protected with bandages. At present, there is no fever or swelling of the arm, but the broken tip of the catheter has not been found. The attending physician believes that even if it remains in the body, it is unlikely to get caught in a vein flap or similar and flow away. This has not been confirmed by x-ray. Today, sales rep met with head nurse (B)(6) on the 4th floor. According to the head nurse, nexiva has been generally well received (especially the clamp), and there have been no other issues. We explained the possible causes of the incident (1) manufacturing process, 2) patient, 3) reinsertion of the inner needle during placement, 4) contact with sharp equipment during catheter removal).